Event description:
Unomedical reference number (B)(4). Event occurred in the colombia on (B)(6) 2024, it was reported that the end user faced a bent in infusion set cannula. The infusion device has been removed due to bent cannula. The patient used serter device for insertion of infusion set. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.